Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl and the cause was not known. The infusion set was changed twice. Insulin injections were administered to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg.